Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient's blood pressure dropped dramatically post-implant of the implantable pulse generator (ipg) system. Compressions were started and an echo was performed which revealed a pericardial effusion with a large clot that had occurred. It was suspected that the right atrial (ra) lead was the cause.